Event description:
It was reported that during implant procedure, the left ventricular lead could not be deployed due to a large atypical aneurysm-like structure at the proximal portion of the target coronary sinus branch. The lead was removed and discarded and a new lead was successfully implanted. The patient tolerated the procedure well and did not experience any adverse event.